Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by a stomach ache. The cause of the peritonitis was not reported. The patient presented to the emergency room and was hospitalized for the peritonitis event. Treatment rendered for peritonitis was not reported. At the time of this report the patient was recovering from this peritonitis event. On an unreported date, the extraneal and physioneal therapies were discontinued due to another indication. No additional information is available as the reporter has declined to provide further information.